Event description:
Boston scientific received information that this right atrial (ra) lead showed atrial tachy response (atr) episodes due to noise in ra channel which was oversensed. Thus, the physician decided to replace the ra lead. This ra lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A lead on can abrasion were observed 60 to 77 millimeters (mm) from the terminal. Cuts in the insulation were also noted 77 to 79 mm from the terminal pin. No other tests were performed. Laboratory analysis was able to confirm the reported clinical observation.